Event description:
It was reported that during a trochanteric fixation nail (tfn) surgery on (B)(6) 2014 a stryker system 6 drill was used with synthes devices. The tip of the synthes reamer head broke into 4 pieces in the femoral canal, all pieces were retrieved. The tip of the synthes flexible shaft did not break but wrapped around the reaming rod. Intraoperative x-rays were performed to confirm fragments but are unavailable. Surgery was completed successfully with approximately a 1 hour delay. This is report number 2 of 3 for (B)(4).

Manufacturer narrative:
Reported the possible lot number as 652135, this is an invalid lot number in jde.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.